Manufacturer narrative:
(B)(4). Instrument a: one piece sled; instrument b: batch # g5za2h, exp date: 05/16/2015; MFR date: 06/16/2010; (B)(4). The ec45 instrument (a) was received with no visual non-conformances. The device was loaded with an unfired reload. Upon further inspection of the reload, the one-piece sled was found damaged. Improper loading of the reload may damage the sled. If the reload is not fully seated when the device is closed, the sled will break. When inserting the reload, slide it against the bottom of the reload jaw until the reload alignment tab stops in the reload alignment slot. Snap the reload securely in place. The instrument is now loaded and ready for use. Please reference the instruction for use for the complete guide to loading and reloading the instrument. The device was tested for functionality with a test reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device was disassembled to verify the integrity of the internal components and no anomalies were found. Event could not be confirmed as the device opened and closed without any difficulties noted. The analysis results found that one ec45 device (b) was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event described could not be confirmed as the device opened without any difficulties noted.

Event description:
It was reported that during a thoracoscopy procedure, the device would not close. The jaws of the stapler didn't close on the tissue. No stapler or section. The surgeon used a second device of a different lot and the same issue occurred. Finally, the surgeon used a third stapler to finish the procedure without further issue. There were no adverse consequences for the patient.